Event description:
Healthcare professional reported a lap-band product for which the pt experienced dysphagia, weight gain and an umbilical hernia, first noticed when the pt reported dysphagia and weight gain. The lap-band system will be removed in its entirety and not replaced.

Manufacturer narrative:
Taper ii. . The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the catalog number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.